Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(6), implanted: (B)(6) 2014, product type catheter; product ID 8711, lot # j11509r49, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of gablofen (as of (B)(6)2015: 2000.0mcg/ml, 1312.7mcg/day) in a in trathecal baclofen (itb) pump for intractable spasticity and cerebral palsy. The patient had experienced intermittent return of symptoms since (B)(6) 2014. The reporter denied hearing any alarms. The healthcare provider (hcp) suspected a catheter issue. The reporter was going to follow-up with their hcp. Additional information was received from a healthcare provider (hcp) stated pump refills always resolve the patient's symptoms, but the symptoms tend to occur early prior to pump refill dates. It has been confirmed the pump was never empty and had adequate medication in the pump at refills. The pump/catheter may not be working as well when the pump is nearing refill/less medication in the pump. It has not yet been determined it there was an problem with the catheter. History: gastric quad cp, seizures, mild mental retardation, anxiety, panic attacks, depression, neurogenic bowel and bladder, back surgery, harrington rod concomitant drugs: gabapentin, metoprolol, anusol-hc, amlodipine, venlafaxine, vit d, senna, pantoprazole, claritin, lorazepam, hydroxyzine, carbamazepine.